Event description:
While spiking an IV bag of fluid containing dobutamine, the tubing separated from the spike. The tubing set was changed without further incidence. Although requested, no additional info was available.